Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call to have issue with transferring the blood glucose readings from the meter to the insulin pump. Customer's blood glucose was 500 mg/dl. Customer's wife declined troubleshooting. Customer will not be returning the device for analysis.